Event description:
It was reported that the user, in the first week of ilet use, received an urgent low soon alert and experienced a low glucose reading of 61 mg/dl after dinner; the user treated with candy and juice and a confirmatory fingerstick showed 96 mg/dl following treatment. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate administration, without hospitalization. Investigation included customer support troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.